Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vtich12.1 implantable collamer lens -0.50/+4.50/27 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged for a different axis lens due to axis encoding error and the problem resolved. User error was reported to be the cause of the event.

Manufacturer narrative:
B5: corrected to: the reporter indicated that a 12.1mm vtich12.1 implantable collamer lens +0.50/+4.50/030 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged for a different axis lens due to axis encoding error and the problem resolved. User error was reported to be the cause of the event. D6a: corrected to on (B)(6) 2022. D6b: corrected to on (B)(6) 2022. H6 - medical device problem code 1494 (off-label use: acd<3.0mm). Claim#: (B)(4).